Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the device experienced mix of a product type in a pack. The following information was provided by the initial reporter. The customer stated:   it was reported by the consumer, mixed product... Consumer reported they received a box containing a mix of bd nano 2nd gen & bd ultra fine nano pen needles. Consumer stated both products had green teardrop labels & green inner shields. Consumer stated one product had shorter & wide outer cover/inner shield. Consumer reported experiencing bruising at injection site when using bd nano 2nd gen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 1048094 for dimension outer cover. This is the 1st. Related complaint for dimension outer cover on lot # 1048094. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.